Event description:
It was reported that a patient passed away on (B)(6) 2014 due to an unknown cause. The death was found through an obituary search as the patient was on the end-of-service list and had been lost to follow-up for a while. The patient died in her home due to: hypoxia (within minutes), caused by seizures, caused by epilepsy. The patient also had general dehydration. The manner of death was ruled to be an accident. The patient's device was not explanted, and no autopsy was performed. System diagnostics were available from the date of implant and were within normal limits. No further relevant information has been received to date.